Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Rupture: one opening observed on anterior side assessed as fold flaw opening. Additional observations: stress marks observed. Creases were observed. Wear abrasion observed. White calcification observed on the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported a left implant exchange from textured to smooth due to the concern's of the product. Healthcare professional later reported rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left implant exchange from textured to smooth due to the concern's of the product. Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.